Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned because it was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022 during a procedure to replace the peg-j a buried bumper was discovered. In (B)(6) 2022, the peg and j tubes were removed by a general surgeon and discarded.